Event description:
It was reported this catheter was successfully placed for a kidney drainage procedure. Approximately two days post placement, it was noted this drainage catheter had fractured in five pieces and the distal portion of the catheter remained in the patient. Successful retrieval of the detached catheter segment utilizing forceps followed. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was received in five pieces. The catheter hub was in the locked position and 1.5 centimeters of suture was attached. A longitudinal fracture was noted in the catheter, measuring 3.4 centimeters with four radial fractures from the longitudinal fracture approximately 2 centimeters apart. The remaining catheter was returned in four sections which measured 9.5 fracture approximately 2 centimeters apart. The remaining catheter was returned in four sections which measured 9.5 centimeters, 10.4 centimeters, 10 centimeters and 6.5 centimeters in length. The distal tip displayed a longitudinal fracture measuring approximately 4 centimeters in length. Evaluation of the returned segments revealed the points of break were measuring approximately 4 centimeters in length. Evaluation of the returned segments revealed the points of break were rough and jagged in appearance. A lot search was performed and revealed no other complaints to date on this number. User technique and/or patient anatomy may have contributed to this event, however, company is unable to determine the exact cause of this event. Directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural emphysemas, lung abscesses, and mediastinal collections".